Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. Technical support instructed the customer to call back if any issues reappear, and the customer acknowledged and understood the instructions.